Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the healthcare professional claimed that the ins battery discharged too quickly. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was programmed with 9+,10-,11+ and 13-,14+ ,15+ in one program, a rate of 100 hz, amplitude of 4.5 volts, and pulse width of 300 us. The ins was at its end of service and reached its elective replacement indicator in (B)(6) 2017. The ins was replaced in q4 2017, and the issue was resolved. The patient was alive with no injury. No symptoms were reported. The issue occurred during normal use.

Manufacturer narrative:
Analysis of the returned ins (B)(4) revealed that the ins had reached normal end of service (eos). Visual inspection of the ins did not reveal any significant anomalies. The shield/can was visibly scratched and had burn marks. Initial examination confirmed that the ins had reached its eos. The eos bit was reset and good stable output was observed. A longevity estimate using the parameters the device had when received for analysis and impedance of 1000 ohms calculated that the elective replacement indicator (eri) would be expected at 6.76 months and eos would be expected at 9.76 months. If information is provided in the future, a supplemental report will be issued.